Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a temperature alarm. The temperature conditions at the time of the alarm were reported as being "normal". The customer's blood glucose (bg) level was 316 mg/dl with a trace of ketones. The customer changed the supplies on the pump and the alarm was resolved. A bolus of insulin and insulin injections were used to lower the bg to 260 mg/dl. The customer indicated that the bg was still decreasing.